Event description:
It was reported that the customer experienced a low blood glucose (BG) of 44 mg/dL; cause was unknown. Customer consumed carbohydrates to address BG. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.